Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported a hypoglycemic event. At the time of contact with animas, the patiently indicated his blood glucose (bg) level was 46 mg/dl. He was feeling lightheaded and shaky. At 7:30 pm that same evening, the patient's bg was "53 mg/dl." The patient took 3 glucose tablets and drank orange juice. His girlfriend was with him and he was eating a sandwich. During the contact, the patient's bg level rose to "95 and 105 mg/dl." The patient mentioned that he had been having recent lows. He reportedly felt as though his I:c ration was too high. Through troubleshooting, the animas representative involved in this contact determined that there was no evidence of a pump defect. The patient was advised to inform his health care provider (hcp) about the low bgs. No subsequent blood glucose excursions were reported by the patient following the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed low blood glucose symptoms suggestive of severe hypoglycemia. However, at this time it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
(B)(4): no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of the reported low blood glucose levels due to continued use.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.